Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance, small p waves and no capture at maximum output. The ra lead was capped 15 aug 2024 and replaced. During the procedure, the new ra lead was connected to the older chronic generator. Initially, parameters were satisfactory but while suturing, p wave and resistance dropped. The pocket was opened and both atrial leads were tested through a pacing system analyzer and values were within normal limits. A decision was made to replace the pacemaker. The new ra lead was connected to a new pacemaker with parameters within normal limits. The patient was stable.

Manufacturer narrative:
Correction: b5: field should reflect inadequate capture on the device.

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance, small p waves and no capture at maximum output. The ra lead was capped (B)(6) 2024 and replaced. During the procedure, the new ra lead was connected to the older chronic generator. Initially, parameters were satisfactory but while suturing, p wave and resistance dropped and high capture thresholds were also noted. The pocket was opened and both atrial leads were tested through a pacing system analyzer and values were within normal limits. A decision was made to replace the pacemaker. The new ra lead was connected to a new pacemaker with parameters within normal limits. The patient was stable.